Manufacturer narrative:
On 27 october 2016, the packaging dept. Manager performed a preliminary investigation and commented as follows: as reported, the packaging is still closed and available for further investigation, so an in-depth analysis will be performed. From the picture provided, a black long hair can be easily detected stuck between the blister and the mousse: so, the claimed defect is confirmed. As root cause of the event we can hypothesized that the strand of hair was already present in the blister when it was received from the external supplier and not detected during the packing activities or, on the other hand, it fell into to the blister during the packing activity performed by a medacta operator. In any case an involuntary human error is related. In order to dam this kind of issues a special tracksuit will became a standard operators' clothes to be used. Batch review performed on 28 october 2016. (B)(4). Not yet received.

Event description:
The product was opened as per normal hospital procedure and the scout nurse discovered a strand of hair laying in the sterile packaging. This was shown to the surgeon and was deemed unsafe to use and led waiting a further 15-20 minutes until the new implant could be sent in from the local warehouse. Additional anesthesia was required (20 minutes).

Manufacturer narrative:
On 24 november 2016 the packaging department manager performed a visual inspection of the retrieved item and commented as follows: the packaging is still closed and a strand hair is stuck between the blister and the mousse. Probably, as stated in the preliminary investigation, the strand of hair was already present when the blister was received from the external supplier and not detected during the packing activities or, on the other hand, it fell into to the blister during the packing activity performed by a medacta operator. An involuntary human error is related. In order to dam this kind of issues a special tracksuit will became a standard operators' clothes to be used.